Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Date of issue is an approximation. Patient was hospitalized for two months. Further event details were not provided. There was no alleged device malfunction. No additional patient information is available.